Event description:
It was further reported that the device was explanted and replaced due to the patient's request. No patient complications have been reported as a result of this event.

Event description:
It was reported that the device exhibited a false patient alert (pa) tone approximately 1-3 times per week. The device currently remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the actual device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. The analyst noted that no patient alerts were recorded. However, multiple magnet tones are noted in the save to disk file on 2013-(B)(4).